Event description:
It was reported that during an unknown procedure, shaping/formation of the clips incomplete. Clips looked like a cross. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.